Event description:
It was reported that an ilet pump exhibited insulin leakage within the pump housing at the piston interface despite correct user technique for rewinding, cartridge filling, connector attachment, and tubing, with leaks occurring across multiple cartridge lots and no pump alerts or alarms. The user experienced severe hyperglycemia with a reported value of 401 mg/dl during one event that resolved after changing supplies, and a replacement pump was issued. Symptoms included hyperglycemia with polyuria. Outcomes included no hospitalization and resolution after supply change and device replacement. Investigation included technical review and plans for device evaluation upon return. Investigation of this case revealed a device leak at the piston-to-cartridge interface consistent with a pump mechanical integrity issue leading to delivery interruption, not attributable to user handling or cartridge lot, and accompanied by absence of alarm notification. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.

Manufacturer narrative:
Initial.